Manufacturer narrative:
Upon review of the alarm trace from 21-sep-2022, no relevant alarms were observed. A check of the gear pump pressure determined it was high. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with trigl triglycerides on a cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The sample, initially, resulted in a triglycerides value of 340 mg/dl. The sample was repeated three additional times, resulting in values of 137.8 mg/dl, 138.7 mg/dl, and 143.6 mg/dl. The triglycerides reagent lot number was 64101501 with an expiration date of 31-may-2023.

Manufacturer narrative:
Calibration data was okay. Control data from 03-may-2022 to (B)(6) 2022 was acceptable. Control data from the day of the event was not provided.